Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was having difficulty communicating with the remote control due to migration. The ipg was explanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7076641/7076647.

Event description:
It was reported that the patients ipg was having difficulty communicating with the remote control due to migration. Additional information was received that all device components were explanted. The explanted devices were not returned to bsn due to hospital policy.